Manufacturer narrative:
(B)(4)

Event description:
It was reported that, while in use on a patient, the ht70 plus ventilator generated an abnormal noise. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A covidien field service engineer (fse) inspected the device and verified the reported condition. They replaced the pump and the mixer gasket. The fse performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Unique identifier (UDI) number added. Correction to contact information. Correction to evaluation codes result and conclusion. Device evaluation summary: the pump/manifold assembly was returned to medtronic for failure investigation. The pump was observed to make a chattering sound during operation. Upon further inspection of the pump, one piston bushing was found to be dislodged from the small cap end of the pump housing. Debris was observed near the linear piston bearings, indicating wear in the bearings. No signs of wear was observed in the dogbone bearings. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.